Manufacturer narrative:
The navio handpiece (spain) product pfsr110137, (B)(6) used in treatment was not made available to the designated complaint unit for evaluation however photos were provided for evaluation. A relationship between the reported event and the device was confirmed. The photos show an internal cabling error and error code 40000000000. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was confirmed in the photos, the root cause is undeterminable. A factor that may have contributed to the reported symptom may have been associated with an internal cabling/communication failure. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure and there is a label warning to have a sterile manual tray available. This failure mode is identified in the risk profile. Per complaint details from spain, it was reported that during a tka surgery, an internal cabling/drill error appeared on the screen. They turned the system off and when they turned it back on a 40000000000 error code appeared. Based on the information provided, there was a surgical delay of greater than 30 minutes. No patient injury or impact was reported and the procedure was completed with manual instrumentation. Smith & nephew has not received adequate materials (operative reports) to fully evaluation the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio-assisted tka surgery, all data collection, mapping, planning, ligamentous balance screens are performed, and when proceeding to the milling screens, the first error appeared on the screen (drill error/internal cabling). Then, they turned off the machine as it was the only button. And when they turned it on the second error appeared (error 40000000000). The procedure was completed with manual instrumentation after a significant delays. The patient outcome is unknown.